Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-mar-31: additional information was received from patient who reported the cause of the implantable neurostimulator (ins) taking a long time to recharge was the controller needed to be reset. They state they still have some issues with the controller showing a white screen and stopping recharge after 30%. They believe they may need a new battery. 2025-apr-15: additional information was received from patient who reported the cause of the implantable neurostimulator (ins) taking 4-5 hours to recharge was due to their "recharger box" being bad. They were sent a new one and the issue has been resolved

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller has lost control and says no device found. Patient said the controller doesn't even show that they has no charge or nothing. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient put the battery back in and confirmed green light was blinking on the controller. Patient then tried to unlock the controller and reported no device found. Patient confirmed the implanted neurostimulator was dead. Patient attempted to charge and reported passive charge screen. Patient was able to start charging with excellent charging quality. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received, it was reported per the prior event, the patient was referring to the controller was showing no device found and the implant was depleted. The patient would reset the controller. The patient also noted it was taking 4-5 hours to charge implant.